Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up with a device that was post-paced t-wave oversensing. It was recommended that the device should be reprogrammed. Device is left implanted.